Event description:
The sensor is giving the lost sensor alarm. Customer removed the infusion set and the cannula was bending. Customer also had blood at the site. The blood glucose reading is 256 mg/dl. The incorrect transmitter is programmed into the insulin pump. Assisted customer with reprogramming the transmitter identification. The blood glucose reading has decreased to 146 mg/dl. Customer stated that the site is bleeding. The sensor was removed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.